Manufacturer narrative:
Vyaire medical file identification: (B)(4); h10 - visually inspected the uut (unit under test) assembly found damaged connector j17 at the tca assembly. Installed the uut (unit under test) on to avea test station. Connected external battery and verified both int & ext batteries are not charging. Removed power driver to visually inspected pcba (printed circuit board analog), found component l700 burnt. Installed a known good power driver board. Performed battery charge and discharge test. The reported complaint was confirmed and duplicated. This is isolated to a short on l700 inductor, 100uh,3a,smt on pcba (printed circuit board analog), power driver board.

Event description:
It was reported to vyaire medical that the avea ventilator unit does not charge its internal battery. The customer confirmed that there is no patient involvement associated with this reported event.